Event description:
The reporter did meter to lab comparison tests, five months ago. Reporter's meter reading was 90, and a lab test result was 118 mg/dl. (Two months ago, another comparison test resulted in the meter at 86, and a lab test of 102.) Reporter is not diabetic; tests are done at home with lab draw 30-40 minutes later. No symptoms were reported. The reporter had never cleaned the meter. No harm was alleged.